Event description:
An operating room director reported that the footswitch did not work during setup. This occurred with the backup system that they set up prior to surgery. There was no patient involvement. The facility ordered a new footswitch which has solved the issue.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on july 8, 2005. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The returned footswitch was connected to a calibrated system, powered the system on and tested. During start up, system message (sm) occurred. The returned footswitch was opened and a burnt component was found on footswitch printed circuit board (pcb). The root cause of the reported event can be attributed to a burnt component on the footswitch printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).